Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an ultrasound biopsy of the kidney, the device did not collect and tissue samples on three attempts. The doctor abandoned procedure and the patient will return for an additional biopsy in interventional radiology at a later date. No reported patient injury associated with the event.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and three similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.